Manufacturer narrative:
(B)(4). To date, the incident device has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that a pt skin irritation/burn was noted at the pad site on the perimeter of the pad following an ablation procedure. The site stated that the next day, the burn was gone. No info was available as to how the burn was treated. A j+j ablation generator was also in use. The pt was not moved during the procedure and two pads were in use.